Event description:
It was reported that during an anterior rectum resection procedure, this linear cutter cut the rectum but failed to staple it. This issue took place twice. As a consequence, the procedure had to be converted to open. The case was carried out by performing a median xipho-umbilical-pubic laparotomy and a subsequent rectum resection and a covering ileostomy, which by now has already been rechanneled.

Manufacturer narrative:
(B)(4). Followup provided by the sales rep after meeting with the surgeon: was the temporary ileostomy planned? Yes, an ileostomy is always planned when an anterior resection of the lower rectum is performed. "Converted to open" was this the surgeon's preference to go on this way or was it essential (no other possibility)? In this case, the surgeon chose to convert the procedure to open. On what tissue type was the device used? At what location on the tissue? The device was used on the anterior part of the lower rectum. Was it used on thick tissue? The tissue was not particularly thick. Normal thickness. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the "click?" Yes, the scrub nurse heard the "click." On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? First. What color cartridge was being used? Blue what other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? The device reopened easily after firing. Was there any difficulty removing the device from the tissue? No. What was the patient's pre-op diagnosis? Lower rectum cancer. Please provide the patient's sex, age and weight? Male. What is the current status of the patient? The patient is currently in good condition. Is there any other additional information you would like to share about this device or procedure? No. Was this the proximal or distal transection? We performed an anterior distal resection of rectum. What procedure step? Rectum resection. Was there any difficulty in firing the device? No. What is meant by the issue took place twice? After the first firing, we reloaded the stapler but the same issue happened again: the stapler failed to apply staples. How is the patient currently? The patient has fully recovered. Is the patient expected to have a full recovery? The patient has fully recovered. Patient's preexisting conditions? Lower rectum cancer. The analysis results found that the ats45 device was received in good visual condition and with three reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.